Event description:
It was reported that during physical therapy, the patient got up using a walker, the patient experienced discomfort and multiple inappropriate shocks due to oversensing. It was noted that pre and post t wave oversensing, sub optimal r waves and myopotentials were present on the right ventricular (rv) lead. The rv lead was confirmed to have dislodged. The rv lead was explanted and replaced. The patient was stable.